Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump had a blank display. The customer's blood glucose level was 493 mg/dl at the time of the incident. The customer was treated by the manual injections. The customer declined to troubleshooting for high blood glucose. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Pump had blank display due to faulty component on the mother board. Unable to perform idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display.